Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the caresite leaked blood during use. A crack was observed on the valve. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used set without packaging was returned for evaluation. The set was visually examined and a vertical crack was noted on the threads of the female luer of the caresite. No other visual defects were noted. The set was leakage tested per specification with failing results as leakage was noted at the location of the crack on the caresite. The returned samples confirmed the reported defect of leakage. A stop ring was added to the caresite valve; however, the reported lot was manufactured prior to this valve change. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature.